Event description:
The complainant reported that during impella 5.5 support via right axillary/subclavian artery surgical access, lower than expected flow rates were observed throughout the duration of support. Subsequently, the placement signal was no longer visible on the automated impella controller (aic), and a ¿placement signal not reliable¿ alarm was displayed. Suction alarms were also reported around the same time. Device position was assessed and confirmed to be appropriate via echocardiogram. The device was not replaced and continued to provide support. The device was subsequently explanted at the completion of therapy. The patient¿s outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up MDR is being submitted to document that no device is available for return. This information is consistent with the initial MDR, which indicated that the device was not returned to the manufacturer.